Manufacturer narrative:
The insulin pump did not have any unexpected frozen screen anomalies during testing; time advanced properly. However, the pump alarmed with button error after booting up and there was intermittent response on one of the buttons due to moisture damage on the keypad traces. The following physical damage was also noted: a cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.

Event description:
Customer reported via phone call that the insulin pump froze while programming a bolus, and after a few minutes passed the pump alarmed with a button error. The patient's blood glucose at the time of incident was 166 mg/dl. Troubleshooting was initiated for the button error alarm. The customer was wearing the pump in her bra on a somewhat hot day and believes that the pump might have been exposed to sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.